Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue; the pump fell and gave an alarm for no delivery. No further information was available when requested. This complaint is being reported because the reported issue may result in long term cessation of insulin delivery to the patient. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2016 with the following findings: review of the black box data revealed call service alarm 062 for loss of prime due to low non-zero warnings on (B)(6) 2016. On investigation, the pump was intact and without damage. The pump was exercised for 24 hours without any loss of prime occurrences. Investigation did not duplicate the loss of prime complaint. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.